Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, all insulators were breached cut, there was a white substance on the outer overlay tubing and there was apparent explant damage.

Event description:
It was reported that the lead had high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.